Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the cast vac was smoking and got hot during use. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the cast vac was smoking and got hot during use. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, making noises after it runs for a while and then it will start to smoke and get hot, was duplicated. Through inspection, the service technician noted that the cast dust was coming out of the unit, which looked like smoke. Upon disassembly, the technician found the filter and motor to be full of cast dust. The motor was replaced along with other preventative maintenance, and the repaired handpiece was returned to the customer after passing the final inspection.